Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48mg/dl. Customer was unsure what caused the low blood glucose. The customer treated for the low blood glucose with orange juice. Troubleshooting found that the customer changed out the set the night before and then 6 days before that. It was also found that the pump was performing as designed and there was no indication that the insulin pump over delivered insulin. As a precaution, customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.